Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that his wife had experienced high blood glucose. The customer¿s blood glucose level was 500 -600 mg/dl at time of incident. The customer was treated with shots. The customer stated that the cannula was bent and had not received any insulin flow block messages and also had power loss alarm because the pump had been without battery power. The customer was unable to troubleshoot for the high blood glucose issues pump did not always show the bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. No unexpected power loss alarms noted during testing. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.